Event description:
The customer notified ocd that multiple pt results were processed for vitros tbil using vitros na+ slides on a vitros 5,1 fs chemistry system. The customer reported the pt results in question. Corrected reports were issued. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that the customer had manually loaded a vitros na+ slide cart and mis-identified it as a vitros tbil slide cart. The customer loaded a fresh vitros tbil slide cart and repeated the samples with expected results. The root cause of this event is user error.